Event description:
A us dist contacted zoll to report that a pt experienced an inappropriate defibrillation event while in a rehabilitation ctr. The pt was treated at 08:24:06 on (B)(6) 2014. Motion artifact contributed to the false detection. The response buttons were not pressed prior to the treatment. The pt did not require med intervention.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt continues use of the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4): 12/2010. Electrode belt (B)(4): 07/2013. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent and inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 ((B)(6) per pt-month with (B)(6) confidence). (B)(4).